Event description:
The customer reported that during preventive maintenance it was noted that the delivered volumes are inaccurate and the exhalation flow is very low. No pt involvement.

Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review. Failure analysis (fa) received an avea gas delivery engine(gde) without any esd protection and with excessive physical damage along with incorrect assembly of the tca pcba and packaging material in the inner components of the assembly. Since the metal tca bracket will short out any components that are making contact with it, fa did not test the gde assembly as received. Fa removed the tca bracket and packaging material away from the assembly prior to applying any power to the assembly. The assembly was installed onto gde test station and powered on. The gde gave a continuous single toned alarm caused by missing component y1 p # on the tca pcba. Fa was able to duplicate the reported issue of the inaccurate volumes and very low exhalation flow monitored value showing all asterisks. The airway pressure and flow waveforms are not uniformed and the gde is giving visual circuit disconnect and circuit occlusion alarms. Fa entered unit into service mode to verify proper xdcr calibrations and found the expiratory flow xdcr a/d counts to be railed high at 4095 and any added pressure did not change the a/d counts, this indicates that the xdcr is defective and the inner components failed. This is considered an isolated incident. The tca pcba was scrapped. Defective expiratory flow xdcr (1-inch) on the tca pcba was the cause of the reported issue. Due to the age of this gde assembly, this gde assembly will be scrapped.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the gas delivery engine.